Manufacturer narrative:
Analysis of the pump revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft-bearing. Analysis noted residue and wearing on the upper shaft of gear number two. Analysis also revealed a non-significant finding of motor o-ring wear that did not affect infusion in the laboratory. Analysis of the catheter revealed damage to the transition tube of the catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned for analysis without documentation. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal bupivacaine 28 mg/ml at 15.2 mg/day and dilaudid 3 mg/ml at 1.6 mg/day via an implanted pump for non-malignant pain. It was reported numerous motor stalls and recoveries occurred and the patient did not recently have an MRI. Per the event logs the first motor stall occurred (B)(6) 2019. The pump was refilled and there were no alarm messages at that time. Additional motor stall information per the event logs: (B)(6) 2019 motor stall and recovery, (B)(6) 2019 motor stall and recovery, and (B)(6) 2019 motor stall and no recovery to date along with the patient experiencing symptoms (not specified) beginning (B)(6) 2019. The motor stall was active ¿stopped pump period may exceed tube set¿ message occurred. The hcp saw the patient on (B)(6) 2019 at the clinic and intravenous (IV) meds were administered, the pump was stopped, and the patient was sent to the emergency department and admitted. The pump was alarming again along with the patient being diagnosed with an infection that ¿had nothing to do with the pump, it was a bowel infection¿ which was preventing the hcp from doing any incisions at this time, so they want the pump programmed to off state for now. The pump off password was provided. No further complications were reported/anticipated or expected.